Event description:
It was reported that a ventilator was pulled into an MRI scanner. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The complaint investigation is finalized. It is based on information from the service report, a device log evaluation and our testing results from the returned oxygen gas-module. Our field service engineer inspected the ventilator and found no external or internal physical damage on the unit. The field service engineer tested the ventilator in pre-use check and found that the ventilator system failed the o2-sensor test. After troubleshooting the device furthermore he replaced the oxygen gas module and after that the ventilator system did successfully pass all tests in pre-use check. The returned oxygen gas module was simulated use tested and also tests in our manufacturing test system without any remarks, however the gas module had some minor mechanical damages on the chassis, indicating that it had experienced unexpected external forces. Our device log evaluation indicates that several technical error codes that are expected to be generated if the ventilator system comes to close to an mr-scanner were generated on the given date of event. The device logs also provide evidence of the o2 sensor test and flow-transducer test failure the day after the event date. Our conclusion is that the ventilator system was experience several technical error codes indicating that the system was most likely due to that the ventilator was brought to close to the mr-scanner.

Event description:
(B)(4).